Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was using a transcutaneous electrical nerve stimulation (tens) unit on the lower back. The device was oversensing and there was difficulty determining the patient's rhythm. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient was using a transcutaneous electrical nerve stimulation (tens) unit on the lower back. The device was oversensing and there was difficulty determining the patient's rhythm. The device was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.